Event description:
It was reported that the customer's insulin pump had a battery alarm and the buttons were unresponsive. It was stated that the device rest for two hours, and a new battery was inserted. Troubleshooting was performed. It was stated that the buttons still were not responding and the time on the insulin pump was not advancing. Advised that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.